Event description:
Information from ae regulatory system: on (B)(6) 2024, the patient came to the hospital to purchase disposable pen needle to inject insulin for diabetes. On the evening on (B)(6) 2024, when injecting insulin at home, it was found that the needle was leaking, so a new disposable pen needle was replaced. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: when operating the injection, the patient did not change the injected area, resulting in subcutaneous nodules in the abdomen. No photos taken, no samples retained, and no customer response is needed. Sample availability: no. Sample availability details: no sample available.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.